Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Revision surgery - patient dislocated due to improper position of acetabular shell (60 deg), time poly wear in opinion of surgeon.